Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# l80312, implanted: (B)(6) 2001, product type: lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. The patient was unable to adjust stimulation. The upper limit had been reached. The patient could increase it up but then 3 beeps were heard. The device just stopped working 3 weeks prior. The patient changed the batteries in the programmer and the lights come on but it didn¿t do anything. The patient contacted his physician, as he hadn¿t seen him since 2001, but the number was not in service. The patient only used his stimulator at night and thought that was why he got it to last as long as he had. The patient couldn¿t sleep without it. The programmer showed only the 9v patient programmer battery light. The batteries were taken out and the self-test was done. The programmer worked as intended. It was then stated that only the top and bottom green lights were lit and nothing was flashing. The patient was advised the device be interrogated by a clinician programmer to check status. Additional information was requested, if received, a follow up report will be sent.